Manufacturer narrative:
Registration number 3009092818. Exemption number (B)(4). This report is filed on july 18, 2016, by cochlear ltd. On behalf of (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2016, to remove the abutment due to infected granulation tissue at the implant site. The site was cleaned and post surgery, the patient was prescribed a course of antibiotics (type and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The patient underwent revision surgery (date not reported) in order to place an internal magnet. This report is filed august 31, 2016.

Manufacturer narrative:
Correction: the patient did not undergo revision to place an internal magnet. This report is filed september 20, 2016.